Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg it stopped taking a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232 (sn: (B)(6)). Device evaluation indicated that the returned ipg passed all the required tests and revealed no anomalies.

Event description:
It was reported that the patients ipg it stopped taking a charge the patient underwent an ipg replacement procedure and was doing well postoperatively.